Event description:
Patient injected with cosmoplast in upper & lower lip area. Patient presented with lip ulceration - minor ulceration on top lip and more ulceration on lower lip. Patient treated with lanolin with no change of effect. Patient saw dermatologist who prescribed topical steroids with no change of effect. Dr believes the ulceration to be a hypersensitivity reaction to the cosmoplast, and not of an infectious (bacterial, fungal or viral) nature. Dr is injecting IV sterioid into the affected area as therapy for the ulceration. Follow up findings: topical antibiotics & steroids applied without success. Kenacomb aid inserted into vermillion border -good result.